Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up-report.

Event description:
It was reproted that the device switched to standby without user interaction while the patient was being ventilated in pressure controlled vent mode. There was no injury reported.